Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut off while medication was infusing (medication, programmed amount and delivery rate unknown), and showed error battery alert. The event occurred during infusion in the intensive care unit. There was patient involvement and patient harm was prevented by intervention. No additional information is available.